Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device did not function, and was frozen/would not move. Therefore, the reported condition that the device stopped in the middle of the surgery and the device did not work anymore was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device did not function, moving parts of the device did not move smoothly, there was component damage, and the device was frozen/will not move. It was further determined that the device failed pretest for check the oscillation frequency, check for free movement, and general condition. It was noted in the service order that the device stopped in the middle of surgery and the device did not work anymore. There were no reports of patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.